Event description:
It was reported that a t-wave oversensing was caused by a decrease in the r-wave amplitude. Low thresholds were observed. The sense pace portion of the lead was capped. The lead remains implanted.

Manufacturer narrative:
Na